Manufacturer narrative:
Wide spread corrosion damage was noted within the internal components of the device. Currently, the event date is unknown. Several unsuccessful attempts have been made with the customer, and a follow-up report with be submitted if it is ever provided.

Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure, which was completed with a readily available spare device without delay, and no adverse consequences were reported.